Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. The patients anatomical form was suitable for aaa repair. After placing one main body and two iliac legs, ballooning was performed to secure the grafts. Right common iliac artery was ruptured when right iliac leg was secured with the balloon. The additional iliac leg was placed to extend into external iliac artery and internal iliac artery was ligated. The patient's condition after the procedure is unknown as not provided by reporter.

Manufacturer narrative:
(B)(4) - rupture. Each coda balloon is shipped with instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. Training on use of the product in (B)(6) has been performed. The information regarding the training that has been executed and participants is maintained by product management. The complaint correspondence indicates that the balloon was possibly over-inflated. The IFU addresses this hazardous situation in the warnings section and in the directions for inflation by stating over-inflation of balloon may result in damage to vessel wall and/or vessel rupture and to adhere to the recommended balloon inflation volumes. Also, it is possible that the balloon was outside the stent graft. The complaint information was forwarded to product management to verify that the physician has participated in training on the use of the coda balloon catheter. At this time, there is no indication that a design or process induced failure of the device resulted in vessel rupture. The event appears to related to user technique/error. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.